Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ICD is transmitting again, however, no information was provided as to how the ble issue was resolved or what may have caused it. There were no patient consequences reported.